Manufacturer narrative:
Analysis found clavicle crush at 31cm to 31.5cm from the tip. The rv and svc cables were damaged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate shocks. Upon interrogation, noise on both ra and rv lead were observed. Lead fracture was noted via fluoroscopy. Noise was not reproducible and was suspected to be by an electric lawn mower the patient used. Lead was explanted.